Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 4 spine screws were placed in the patient's spine in different positions than desired with brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of 4 of the 8 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions, with fluoroscopic guidance and navigation, at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no actual harm or negative effect to the patient due to the deviating placements, despite a direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm or negative effect to the patient due to the prolonged anesthesia of ca. 30 minutes, and there were no further medical/surgical remedial actions necessary, done or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screws placed at right t9, t10, t12, l1 with the aid of navigation, is: visibility issues of the instrument and patient reference arrays due to the setup of the navigation system and the instrument handling by the user at this surgery, causing line of sight interruptions in the tracking of the instrument. Navigation data from the surgery showed that marker spheres on both the patient reference and instrument arrays were temporarily blocked or obscured during instrumentation leading to an interrupted tracking of the instruments which made them appear to suddenly shift in the navigation display when tracking was resumed. Partial covering of a marker sphere (e.g. Due to overlapping of arrays, rotation away from camera) can lead to inaccurate tracking of the instrument. The navigation software issued array visibility warnings multiple times to the user during instrumentation on the right side of the patient. A not sufficiently accurate calibration of the non brainlab instruments to the navigation by the user, not following brainlab recommendation. In the logged entries for the calibration of the tap and screwdriver, the z-direction rotation of the tip in the instrument calibration matrix (icm) displayed accuracy errors. The calibration of the instruments failed the accuracy check and the user was notified that the accuracy could be improved. A further contributing factor is: temporary movements of the navigation reference array during the procedure in relation to the patient anatomy. As per the log files and playback data provided for this surgery, the navigation software displayed patient reference array movement warnings to the user during the surgery at the time of instrumenting at right t9 and t12, indicating array movement. The pointer was not observed to be brought into field of view to verify accuracy, suggesting navigation accuracy was not verified after the warnings. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation in the navigation during the affected placements was not detected by the user with the appropriate and necessary verification checks after registration and throughout the surgery before and during performing significant invasive actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic and lumbar spine for a posterior fusion of vertebrae t9-l1, with intended placement of 8 spine screws bilateral for fixation (at t9, t10, t12 and l1), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. From an intra-operative CT scan, the surgeon determined that 4 screws, on the patient's right side (at t9-t0 and t12-l1), that had been placed with the aid of navigation, deviated from their intended positions. According to the surgeon (treating clinician): the deviation of 4 of the 8 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screws were corrected to their intended positions, with fluoroscopic guidance and navigation, at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no actual harm or negative effect to the patient due to the deviating placements, despite a direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm or negative effect to the patient due to the prolonged anesthesia of ca. 30 minutes, and there were no further medical/surgical remedial actions necessary, done or planned. Hospitalization was not prolonged either.